Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient came back in after another fall where patient fractured her gt. Surgeon removed the 36 +5 delta and replaced it with a 32 +5 delta ts and competitor's constrained liner. Doi: (B)(6) 2025. Dor: (B)(6) 2025. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination according to the information received,"it was reported that the patient comes back in today after another fall where she fractured her gt. Dr. Removed the 36 +5 delta and replaced it with a 32 +5 delta ts and zimmer constrained liner. There was no further patient info was available at this time." Quantity of manufactured-20 date of manufacturing-22-apr-2025 expiry date-31-mar-2030. A manufacturing record evaluation was performed for the finished device product description: delta cer head 12/14 36mm +5 product code: 136536320 lot number:4786944 and no non-conformances were identified, however not related to the reported failure mode of the complaint. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot quantity of manufactured-(B)(4) date of manufacturing-22-apr-2025 expiry date-31-mar-2030. Device history review a manufacturing record evaluation was performed for the finished device product description: delta cer head 12/14 36mm +5 product code: 136536320 lot number:4786944 and no non-conformances were identified, however not related to the reported failure mode of the complaint.